Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device doesn't seem to be helping. Prior to today's call, they tried to use their patient programmer (pp). During the call, the patient had access to their pp and synched to their ins which showed stimulation was off. It was reviewed that therapy needs to be on for it to be effective so it was turned on. The call center reviewed pp use; the patient was able to turn stimulation back on and increase to the point where they could feel it comfortably. The patient also said they had a urinary tract infection (uti) and went to the emergency room (ER) last week and it was fine, but their primary healthcare provider (hcp) the day before initial report said the patient had a uti and put them on medication. When asked for an event date, the patient said the device not helping issue occurred a couple weeks at least (B)(6) 2018. The uti issue occurred last week in (B)(6) 2018. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported she was having issue using her interstim. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.